Event description:
The clinician reports that the day the implant was placed in ada 30, failure occurred upon insertion. Details of surgery: primary stability not achieved and ridge augmentation. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.